Event description:
During the insertion and positioning of a groshong catheter, the catheter broke leaving a fragment in the patient's right subclavian vein into the right ventricle. Patient was taken to operating room for removal of the fragment.